Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a consumer (con) regarding a patient with an implantable infusion pump receiving morphine and baclofen with unknown concentration and dose for spinal pain. It was reported that patient stated that she was calling to see if she can have the have the pump alarm turned off. Patient stated when the pump stopped she went into seizures. Patient then stated it was supposed to be removed in 2019 due to normal battery depletion. Troubleshooting was not required, the issue was not resolved.